Event description:
It was reported that a smiths medical pump alarmed no disposable clamp tubing. Pump settings: rate 1.8, res vol 11.8, given 71.25. Unknown if air in tubing, no injury to patient. No further information available.